Manufacturer narrative:
This is a combined initial and final report. Patient information has been requested. However, the user facility declined to provide this information to the manufacturer due to data privacy laws in EU. A sales representative of leica microsystems (B)(4) checked the configuration of the device on site and took pictures. There was no device failure visible. A test made at leica microsystems (B)(4) by subject matter experts on a sample device showed that when fitting the stereo attachment to the beam splitter there is a clicking sound which indicates that it engaged. Once the knurled ring is tightened the stereo attachment cannot fall. We conclude that the incident is caused by a user error. The user failed to follow the instructions given in the user manual (leica m844 - leica m820 / ref. 10 713 294 / version 00) on page 18. The sales representative re-trained the staff on how to attach the stereo attachment to the beam splitter. Furthermore he suggested the customer to purchase a rotatable beam splitter in order to avoid the assembly and disassembly when switching from one side to the other.

Event description:
Leica microsystems (B)(4) received a complaint from france stating that prior to surgery the stereo attachment and binocular tube fell onto patient's face causing a broken nose and a cut below the eye. The surgery was not performed due to swelling and shock.